Manufacturer narrative:
The reported complaint was confirmed by the user facility¿s biomedical engineer (biomed). A new air bubble detector (abd) was sent to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility biomedical engineer stated they disposed of the latch.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch was broken on the air bubble detector (abd). They continued to use the device, as they taped it. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.